Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a mechanical sound from the certas valve and the valve was explanted.

Manufacturer narrative:
UDI : (B)(4). The certas valve was received for evaluation: DHR - conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, no defects were noted. The valve passed the test for programming, occlusions, leak, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the problem reported by the customer could be due 'valve materials and/or valve mechanism design, but no noise issues were noted during the investigation.